Event description:
It was reported that during a lap sleeve gastrectomy, during the first firing with a green reload the anvil was bent after the firing sequence. Device was removed from trocar and case completed with like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.